Event description:
Customer's daughter reported her father allegedly flipped backwards in driveway in unit while going down the driveway.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.